Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: a kink was observed in the sheath assembly at 3.5 cm from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, and retract. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect imaging core windup at the proximal end of the catheter, the retainer clip was removed and imaging core assembly was pulled out from hub. Imaging core windup was found in the telescope assembly. It was also found that the imaging core or drive shaft was broken at the hub. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that dark image was displayed on the monitor. The opticross imaging catheter was used to visualized 90% stenosed target lesion located in the moderately tortuous and moderately calcified artery. It was noted that during preparation for percutaneous coronary intervention, the imaging catheter was connected to motor drive unit but the monitor remained dark. The issue was not resolved despite the catheter reconnected for several times. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole at the sheath lap joint section.